Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Concomitant products: 5554-53, implantable pacing lead, (B)(6) 2007. A 693565, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had eroded through the patient's skin. The device was removed. No further patient complications have been reported as a result of this event.